Manufacturer narrative:
Ous MDR: during the analysis of the lead, fraying of the outer insulation approximately 2.5 cm proximal of the ligature was detected. This damage manifestation must most likely be regarded as the cause for the clinical complaint. The fraying of the outer insulation of the lead requires excessive mechanical stress. The position and characteristics of the fraying, as well as the observed abrasion traces at ICD housing, lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The analysis of the lead and the analysis of the ICD did not find any indications of a manufacturing error or a material defect. Despite the observed spark-over traces, the ICD proved to be fully functional.

Event description:
Ous MDR: oversensing in the near- and far-field was reported after an implantation time of about 37 months. The ICD and the lead were explanted. The implant date of the lead was not available. Lexos vr-t, MDR 1028232-2008-01600.